Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the failure to power on was an internal electrical short in an ic chip, designator u23.

Event description:
The customer reported that the device would not power up. No patient was involved with the reported incident.